Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the unit would intermittently fail to complete its boot-up process, it was noted that it booted to the "please wait" screen and therefore the hard drive was reconfigured and the software was reloaded and updated. It was additionally noted that there were signs of corrosion on the upper and lower cases however there were no signs of corrosion inside the device so the upper and lower cases were replaced, and that the system fan was noisy and was also replaced. The device passed final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer would intermittently fail to complete the boot-up process. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.